Manufacturer narrative:
At this time, the product has not been returned. No further information concerning this report is available at this time. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead was damaged during a therapy upgrade when tension was applied to be able to slide a laser sheath on. The patient was occluded thus the physician decided to remove the rv lead. A new lead was implanted after successful removal. No adverse patient effects were reported.

Manufacturer narrative:
Additional information has been requested. No further information concerning this report is available at this time. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead was damaged during a therapy upgrade when tension was applied to be able to slide a laser sheath on. The patient was occluded thus the physician decided to remove the rv lead. A new lead was implanted after successful removal. No adverse patient effects were reported.